Manufacturer narrative:
In follow up with a medela clinician on (B)(6) 2016, the customer reported that she had thrush and was taking a 10 day course of diflucan prescribed by her physician. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to customer service that the suction on her pump in style advanced go tote was too high and causing pain.